Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Business unit: depuy synthes hip and knee; date j&j became aware: (B)(4); date of event: (B)(6); name of reporter: (B)(6), hospital : (B)(6); product name: attune tibial impactor; product code:254401003. Lot/batch/exp: au3207735. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Event outcome/how was it managed? No issues was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: the product was being used to impact the tibial tray. Towards the end of impaction the item split, separated from the handle. The surgeon was happy the tray was sufficiently impacted, so there was no further need for the instrument.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.